Event description:
Staff noticed clear substance at end of syringe.====================== manufacturer response for 10cc syringe with luer lock tip, allegiance luer lock 10cc syringe======================they have concluded that the clear, odorless substance is lubricate. And poses no threat to patients.